Event description:
It was reported that during implant, the lead had had a high threshold. Also there was no current of injury when the lead helix was inserted into the myocardium and it was noted that the patient had no ischemic history. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst commented, electrical resistance and cross continuity test results were within specifications. Lead returned with the distal end bent. However, helix was able extended and retracted but both conductors kinked/ extrinsic preventing the helix from functioning within specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.